Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection found an external insulation abrasion breaching the outer insulation caused by caused by friction to device can at 8.9 cm to 9.0 cm from the connector pin. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of oversensing noise was due to the exposure of the outer coil at the abrasion zone.

Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the right ventricular (rv) lead exhibited noise. The rv lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
Further information requested but was not received.